Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The patient did not get weighted for the meeting. The issue was resolved when they were on the phone with technical services. Technical services and the rep agreed that the patient¿s issue was due to position changes which the patient verbalized understanding about. The rep provided antenna stickers and the patient verbalized and demonstrated correct recharging procedure. The patient to call as needed. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient would start with eight coupling bars, but then it would drop to two upon any movement unless they were in the standing up position. The rep was unable to reproduce the problem in the presence of the patient and confirmed eight coupling bars at all times with proper positioning of the recharger. The rep stated that they were going to order sticky patches for the patient and to have them call patient services if the issue persisted. No symptoms were reported. No further complications were reported. Follow up was conducted.